Event description:
Reporter alleged the needle from the safe-t-pro plus lancet is exposed out of the device and cannot be used or retracted. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). A second needle was built into the device by mistake and cuased on of the needles to be bent and stick out.